Event description:
(B)(4). It was a very painful procedure, I stopped having a menstrual period right after the procedure. I contacted the dr with concerns and was told it had nothing to do with the procedure, I explained about the constant lower abdominal pain, and back pain, extreme fatigue and bloating, my organs feel like they are on fire, severe headaches, hotflashes, mood swings, I have been in and out of the ER and have had full body scans and been to numerous dr and nobody can tell me anything. I feel like I wasn't informed about this procedure, nor did I realize the risks or complications. This procedure has ruined my life, and I have not felt right since.